Event description:
The manufacturer's international service technician reported the device could not be activated using ac power. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2015; device manufacture date: 03/16/2016. Conclusion / root cause: the d3 diode was shorted and d37 diode was open on the power management pcba prevented the ventilator to power on. This report is being submitted as part of the remediation for CAPA (B)(4).